Event description:
It was reported that a pt was being placed into MRI. The ventilator that was in use developed a leak alarm. The hospital personnel swapped out the ventilator. During this process, the ventilator had crossed over the red gauss line due to personal failure to lock the wheels. When MRI was activated, the ventilator was pulled into unit causing internal damage to the ventilator. Several components had to be replaced. (B)(4).

Manufacturer narrative:
As reported, the event was caused by the ventilator being placed beyond the gauss line and the failure to lock the wheels. The use of the ventilator in the mr environment requires among others that a gauss line beyond which the ventilator should not be placed is marked on the floor, the wheels are locked and that only trained operators in the mr procedure operate the ventilator. All this is contained in the mr environment agreement. Our records show that the site signed the agreement which implies that prerequisites for use of the ventilator in the mr environment are in place. Our conclusion in the matter is that the event was caused by not following the conditions of use of the ventilator in the mr environment. (B)(4).